Manufacturer narrative:
The info in section f was completed by the MFR. During processing of this complaint qa attempted to obtain complete info of the event and patient status from a hospital or field contact.

Event description:
During a ptca of the circumflex artery, the tip of the guidewire detached and remained in the pt. The pt was not sent to surgery initially. But in recovery the pt developed cardiac tamponade and was sent to emergency surgery. The pt expired post operatively. The account indicated that the tip of the guidewire likely had become embedded into the vessel wall and detached while removing the from the pt.